Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station would not boot. A field service engineer (fse) attempted to re image the drive twice, but both attempts failed. The fse then replaced the hard drive and configured the station to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the station had failed to boot and displayed the message recovery - your pc couldnt start properly with error code 0xc0000001. The station had also shown the message your pc ran into a problem and needs to restart. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.